Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of the lad. The orsiro stent was detached while pulling the stent system out of the plastic ring.

Manufacturer narrative:
Combination product: yes. Only the stent was returned for investigation and subjected to a technical analysis. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The stent was returned on the transportation wire and located inside the protector cap. The stent is pinched in its proximal portion and slightly deformed over its entire length. Inspection of the stent protector revealed a severe damage in its distal portion. The delivery system was not returned for analysis. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the handling during the preparations for the intervention. It should be noted that the IFU instructs the user to pull at the very distal end of the protector to avoid dislocation of the stent.